Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The incident unit was returned to the service center for evaluation. The service center identified several issues with the unit including the monopolar 2 hand switch receptacle's fuse clips were spread apart, the generator's bipolar precise and bipolar standard modes high frequency leakages were found to be high out of specification and the k2 relay housing on the rf board was cracked. However, the investigation of the returned equipment did not identify anything that would have caused or contributed to the reported event. The investigation could not determine a root cause or a probable root cause for the customer's report. The unit was repaired and returned to the customer. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction:evaluation summary: the involved generator was returned, and an evaluation did not identify anything that could have potentially caused or contributed to the reported event. The investigation could not determine a root cause or a probable root cause for the customer¿s report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The return of the unit has been requested. To date it has not been received for evaluation. Additional questions in regard to the incident have also been asked. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the forcefxc unit was turning on when not actively in use during initial setup. The device was connected to a davinci unit. No patient was involved or injured and no additional information was provided for this event.